Event description:
Received filshie clip implantation surgery for permanent sterilization. Surgery was successfully performed ((B)(6) 2013). Was confirmed pregnant by a medical doctor and ultrasound (B)(6) 2014. On (B)(6) 2016, successful live birth of healthy female. After which, I am enduring severe pelvic pain which radiates to my lower back. Nausea, metallic taste in mouth, painful intercourse, heavy bleeding, bleeding between periods, fatigue, headaches and cramping.